Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380

Event description:
It was reported that patient was hospitalized and admitted into ICU high blood glucose due to occlusion alarms on (B)(6) 2026. The patient was tested positive for life threatening ketones and received treatment with IV insulin and saline.